Event description:
The clinic notes also mentioned that the patient was started on a depression medication on (B)(6) 2012, but was having side effects from it and was reporting episodes of tremoring or twitching which sometimes happens before her seizures. The physician reported that it was more likely a side effect from the new medication or potentially the medication interacting with one of her other medications. It was recommended to have the patient back for follow up in three months to recheck the battery at that point, and if her episodes of the twitching and tremoring continued despite the changes made to her medications, she would likely be referred for generator replacement. It is unclear if the medication was in fact the cause for the patient's tremors that may have been related to nocturnal seizures. In addition in the clinic notes dated (B)(6) 2012, it was reported that the patient felt that the migraines trigger the seizures, and she has had the migraines for about the same length of time that she has had the seizures. Overall, the patient was having three or four migraines per month recently. The headaches and seizures began from a head injury while she was a teenager, and therefore, they appear to be unrelated to vns. No changes were made to the vns settings since it was mentioned that the dosage was good for her. Although surgery is likely, it still has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
The neurologist reported on (B)(6) 2012 that the patient was experiencing an increase in twitching two weeks prior which the neurologist felt would eventually lead to an increase in seizures. The patient's medication for migraines was noted to be changed two weeks prior, and the neurologist suspected that it may have been the cause for the twitching. The neurologist was still unclear on the cause of the twitching, but they took the patient off the medication on (B)(6) 2012 to see if there was any improvement. Clinic notes dated (B)(4) 2012 were later received on (B)(4) 2012 as the patient was referred for prophylactic replacement due to ifi=yes. It was reported that the patient was having twitches for the past two weeks. The patient was wondering on this visit if she had been having some seizures at night over the last couple of weeks. When the patient had twitches in the past, sometimes she would have these twitches and that would be a sign that she was having bigger seizures. On the previous visit on (B)(6) 2012, the clinic notes revealed that the patient had what she calls "breakthrough seizures"; that were occurring at night. The nocturnal seizures at this time were occurring every two or three months. Attempts for additional information from the neurologist has been unsuccessful to date. Therefore, it is unclear if the patient was actually experiencing an increase in nocturnal seizures, as noted on (B)(6) 2012 during her appointment. The patient was referred for prophylactic generator replacement due to ifi=yes, however, the patient's surgery referral has been put on hold at this time due to financial reasons. Although surgery is likely, it has not occurred to date.

Event description:
Product analysis was completed for the explanted generator. The reported ifi=yes was duplicated in the lab. Results of bench diagnostic testing indicated the device was operating properly with neos set to yes. A comprehensive automated electrical evaluation showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient had generator replacement on (B)(6) 2012. The explanted generator was received by the manufacturer, and the return product form indicated the reason for replacement was unknown and the date of surgery was (B)(6) 2012. However, the company representative confirmed the date of replacement as (B)(6) 2012. Product analysis for the device has not been completed to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not include relevant date from the clinic notes. Initial reporter, corrected data: the initial report inadvertently reported the incorrect reporter.